Event description:
It was reported while using bd safe-clip¿ the safeclip didn't properly clip. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: co_67_2023: "the patient's guardian is notified, who requests the shipment of needles, likewise, he refers that: "the needle cutter no longer cuts me." Taking into account the above, retraining is scheduled for (B)(6) 2023 to validate the aforementioned device failure, read text and report quality event. (Lot 9317001). There is no evidence of connection by the patient's guardian. Therefore, the operation of the needle cutter cannot be validated. A telephone call is made in which the attendant states that the connection is not possible because he does not have internet at the moment. It indicates that it will send a video in the afternoon hours in order to validate the failure of the medical device."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review: refer to the attached DHR review report.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ the safeclip didn't properly clip. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: co_67_2023: "the patient's guardian is notified, who requests the shipment of needles, likewise, he refers that: "the needle cutter no longer cuts me." Taking into account the above, retraining is scheduled for 05/25/2023 to validate the aforementioned device failure, read text and report quality event. (Lot 9317001). There is no evidence of connection by the patient's guardian. Therefore, the operation of the needle cutter cannot be validated. A telephone call is made in which the attendant states that the connection is not possible because he does not have internet at the moment. It indicates that it will send a video in the afternoon hours in order to validate the failure of the medical device."